Event description:
It was reported a patient with a 31mm 7300tfx mitral valve underwent a valve-in-valve after an implant duration of four (4) years, two (2) months due to severe mitral stenosis with persistent elevated gradients. The patient presented with shortness of breath and severe phtn. The tmvr was performed with a 29mm 9755rsl valve. The patient tolerated the procedure well, without complication, and was transferred to the pacu in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: . Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely root cause is patient-related factors, including history of coronary artery disease, coronary artery bypass graft, hyperlipidemia, and diabetes mellitus.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 31mm 7300tfx mitral valve has been placed under evaluation for a valve-in-valve after an implant duration of four (4) years, one (1) month due to unknown reason.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d4 (expiration date), g3, g6, h2, h4, h6 (component code, clinical code, device code, type of investigation). Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 31mm 7300tfx mitral valve, has been placed under evaluation for a valve-in-valve after an implant duration of four (4) years, one (1) month due to severe mitral stenosis with persistent elevated gradients. The patient presented with shortness of breath and severe phtn.